Manufacturer narrative:
The jelco safety protectiv catheter will not be returned by the facility. The device was discarded by the facility.

Event description:
It was reported that the nursing staff was having great difficulty getting the blood to draw with the jelco safety protectiv catheter. No death or serious injury was reported in connection with this incident.